Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by the manufacturer: the device was returned for analysis. The console and the foot pedal were tested using a functional generator with frequencies from 3.33 khz to 29.9khz and the readings were 99000 rpm and 888000 rpm. By using a rotablator turbine model tester, the rpm was floating from 99000 to 100000 rpm. These are typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes. (Leak test was also performed with the turbine model tester and the pressure gauge psi reading has not decrease by 5 psi.) The unit passed the rotablator system functional test. Device interactions between the rotablator console and the foot pedal or other equipment could have contributed to the reported failure.

Event description:
It was reported that there were no revolutions per minute (rpm) readout seen on the screen. A rotablator console was selected for use. During procedure, it was noted that the screen where the rpms are displayed was not working, thus the case was completed without vision of the rpms. No patient complications were reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that there were no revolutions per minute (rpm) readout seen on the screen. A rotablator console was selected for use. During procedure, it was noted that the screen where the rpms are displayed was not working, thus the case was completed without vision of the rpms. No patient complications were reported.